Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Cts committed to replacing damaged charging supplies through 2-day shipping.